Event description:
It was reported that the patient¿s device had been in overdischarge (od). The patient met with a company representative and did the od recovery a week prior. The patient almost had the device fully charged, but then had to go. The patient maintained the battery level on his own and had planned to meet the representative on (B)(6) 2014 to clear the power on reset (por) that occurred. However, the patient inadvertently turned his stimulation on (B)(6) 2014. It was uncomfortable stimulation in his low back and legs, described to be like a jack hammer. This was stated to be a change in stimulation pattern. He was unable to turn it off. The patient attempted to turn it off, but the por continued to show. Several physician mode resets were done, as well as the antenna locate feature (twice) with no change in stimulation. The patient met the representative at the emergency room (for pneumonia) and stimulation was off. The issue was noted to be due to education. The patient did not feel stimulation. The battery was discharged upon interrogation. The patient was advised to resume charging. By (B)(6) 2014, the por had been cleared and therapy was restored.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).